Event description:
While the nurse was removing the guidewire, it was noticed that a foreign body remained in the pt. X-ray indicated that the foreign body was the floppy portion of the guidewire. In 2006, they attempted to remove the floppy tip, but were unsuccessful. On the following day, the floppy tip was removed.

Manufacturer narrative:
The complaint sample was not returned for eval. The two returned stylets were unused lot samples that were returned for eval. The stylets were obviously manipulated by the user. The complaint of the break was confirmed. There was a complete tear in the shrink tubing and the amber colored tubing at the junction between the core wire and the magnet, which separated the distal end of each stylet. The magnets remained intact within the detached section of each stylet. It is possible that the tear was initiated when the stylet was flexed or kinked at the junction between the core wire and magnet, which causes the distal tip of the core wire to puncture the tubing.